Event description:
The home patient reported a 2240 alarm during drain 1/4 of automated peritoneal dialysis with the homechoice machine. The patient reported that had disconnected during the first dwell to get a drink of water. The machine went into drain and alarmed correctly. The patient then reconnected but the machine would not allow the therapy to continue. The patient discontinued treatment and finished treatment with new supplies. There is no patient injury or medical intervention associated with this incident according to the patient.